Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. Since this complaint is considered unconfirmed, a root cause could not be determined and no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The home patient (hp) reported that the product caused dermatitis and the patient was given antibiotics. No other information has been made available.